Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant mount 3.4mm(d) x 3mm(l) (mmc03) and one full osseotite® tapered implant 3.25 x 13mm (fnt3213) were returned for investigation. Visual evaluation of the as returned implant identified signs of use and wear on the mount and implant. Dried blood present on the threads as well. Functional testing was performed and mount could not be disengaged from the implant. Hence, the reported event was recreated. Device history record (DHR) review was completed for the subject lot number (2018112227). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was completed for the subject lot number (2018112227) for does not disengage/release category through the manufacturers internal system and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Email address was not provided.

Event description:
The doctor reports that the mount cannot be removed from the implant. The doctor used another implant to complete the procedure. The doctor confirms that the patient did not suffer any type of problem or impact on his health and the affected dental position is 13.